Event description:
It was reported that during pre-dilatation of the heavily calcified proximal circumflex coronary artery, the 3.5x12mm rx trek balloon ruptured, circumferentially, during the second inflation at 20 atmospheres (atm) after 15 seconds of inflation. The distal end of the balloon detached and went to the distal circumflex. The flow remained slow and the lesion remained resistant. Angiosculpt was attempted, but failed to cross the lesion. A guideliner was placed and a xience xpedition and an 4.0x8mm nc trek failed to cross the lesion. Other balloon dilatation catheters were successfully used and the flow remained slow. Nothing was able to go beyond the lesion to retrieve the detached balloon portion. Reportedly, the physician felt the patient should have been a surgical candidate from the start and a surgeon was called to consult. The patient was taken to surgery where the detached portion of the balloon was removed and coronary artery bypass graft surgery performed to treat the lesion and restore flow. The patient did not experience further adverse effects; however the procedure was long and delayed. The patient tolerated surgery and the last word on this patient is that they were doing well. There was no additional information provided.

Manufacturer narrative:
(B)(4). Balloon was inflated above rated burst pressure. Evaluation summary: the device was returned for evaluation. The reported balloon rupture and detachment were confirmed. The reported difficulty to remove could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states that balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.